Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced. No additional adverse patient effects were reported outside the revision procedure. At this time, this product has not been returned.